Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a viperwire guide wire was advanced into the right coronary artery (rca). A dragonfly opstar was advanced over the viperwire. In the optical coherence tomography (oct), a stent was observed in the medial area of the rca. Therefore, orbital atherectomy was no longer planned. However, the viperwire spring tip fractured and became stuck in the stent. The fractured component was left in-vivo and a stent was placed over the fractured component. There were no patient complications as a result of the event. There were no future plans to remove the fractured component. The patient was in stable condition.

Manufacturer narrative:
A visual inspection, dimensional analysis, and detailed analysis were performed on the returned device. The reported material separation was confirmed. The reported difficult to remove ¿ stent, device damaged by another device, foreign body in patient and unexpected medical intervention could not be confirmed due to the operational context of the reported complaints. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to circumstances of the procedure. The guide wire was returned with a fracture in the core wire located near the spring tip. The spring tip was not returned for analysis. Sem analysis of the core wire revealed ductile torsion. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a viperwire guide wire was advanced into the right coronary artery (rca). A dragonfly opstar was advanced over the viperwire. In the optical coherence tomography (oct), a stent was observed in the medial area of the rca. Therefore, orbital atherectomy was no longer planned. However, the viperwire spring tip fractured and became stuck in the stent. The fractured component was left in-vivo and a stent was placed over the fractured component. There were no patient complications as a result of the event. There were no future plans to remove the fractured component. The patient was in stable condition.